Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed intervention on the vessel and deflated the occlusion balloon. The physician re-inflated the occlusion balloon to 5mm to occlude the vessel. The physician was about to perform a stenting procedure and the physician noticed that the occlusion balloon has deflated unexpectedly. The physician continued the procedure without distal protection and completed the case. The patient is reported to be fine.